Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A nine representative samples were received and hand activated to evaluate defective safety shields. A review of the device history record was completed for batch 5342541. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. All products evaluated were in compliance with requirements.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in protective needle device did not properly engage after use. No injury or medical intervention were reported.